Manufacturer narrative:
The reported event was inconclusive because no sample was returned was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be operator error, user related (eg: incorrect catheter size used, insufficient lubricant applied). The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in the online survey, a physician stated that they were not able to successfully place the foley catheter in a patient due to erro in relation to the aquafil® ptfe-coated foley catheter (which contains a pre-filled syringe).